Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2011 product analysis was completed on a generator explanted due to eri = yes on (B)(6) 2011. The pt was experiencing an increase in seizures, below pre-vns baseline levels prior to battery replacement. The clinic notes received from the pt's physician reported that the pt had 6 seizures in (B)(6) 2011, with 4 seizures back-to-back, but the pt's pre vns baseline levels were 3-50 seizures per month. On clinic notes dated (B)(6) 2011, the generator showed eri = yes. Product analysis revealed that the generator was indeed at eri = yes but that the unit was not at end of service (as determined by measured battery voltage). The eri=yes was an expected event as determined by battery life calculation and battery voltage measurement, 2.528v. The module performed according to functional specifications. The device was continuously monitored for 24.5 hours and the programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. There was no condition noted during the product analysis eval that would suggest any anomaly with the device. Review of the pt's programming history on (B)(6) 2011, revealed that on (B)(6) 2010, the pt presented during a clinical visit with faulted system diagnostic settings. A faulted system diagnostic test had occurred on the pt's previous visit on (B)(6) 2010 and no final interrogation was performed before the pt left the clinical visit. Good faith attempts for additional info from the physician have been to no avail thus far, if further info is received, it will be reported.